Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with fifteen remaining clips. A clip was loaded in the jaw. The ratchet function was engaged. The distal end of the channel cover was cracked. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functional testing found that the instrument was test fired once in air so that the clip formation could be observed; the clip in the jaws formed and the next clip deployed without loading into the jaw. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The condition of the instrument precludes further functional testing. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain that the tissue to be occluded fits completely within the confines of the clip or bleeding and leakage may result. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, issues were experienced with the loading and firing of clips. Some clips were able to load properly into the jaws and some were able to be fired from the device. A new clip applier was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.